Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to perform various troubleshooting steps, including disconnecting and tightening tubing, as well as delivering bolus doses. The customer was advised to replace supplies and continue with insulin therapy.